Event description:
Device was removed because it would not flush. The catheter was broken off and it is now in rptr's heart. Rptr is now going to see a cardiologist to discuss removal. The catheter split.